Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have low blood glucose of 23 mg/dl, which was treated with soda. Troubleshooting was performed on insulin pump. Customer had questions regarding threshold suspend and customer was educated on threshold suspend. Insulin pump was working as designed and would not be replaced.